Event description:
The child experienced an unwitnessed cardiopulmonary arrest prior to arrival at the medical ctr. On arrival, the child was pulseless and remained that way despite resuscitation efforts. Electrodes were used for cardiac monitoring. After initial placement of the electrodes, no rhythm was seen. Further assessment determined that the gel on the back of the electrodes was dry and hardened. The electrodes were taken from an unopened package with a current expiration date. A new package of electrodes was then used. Although this pt did expire, there was no apparent effect to the pt as a result of the defective electrodes. Infant's weight 2085 g.